Event description:
It was reported by the customer that they had received a call regarding a patient on the morning of (B) (6) 2010. The patient refused to go to the hospital at that time. The patient's girlfriend left and came back to check on the patient. At that time, she found the patient unconscious and called emergency. The crew was dispatched at 10:37 am and began patient care at 10:40. The device was connected to the patient with quik-combo defibrillation pads. One shock was delivered and then the crew experienced intermittent dashed lines when trying to view the patient's rhythm in paddles lead. The therapy cable was unplugged and re-plugged in an effort to troubleshoot. The crew was able to deliver therapy to the patient a total of four (4) times and deliver him to the hospital; however the patient died shortly after arrival.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported intermittent failure was not verified nor duplicated. It was observed that the device had opened and pre-connected quik-combo defibrillation pads with it. Physio-control advised the customer against this practice. Proper device operation was observed through functional and performance testing and it was returned to the customer for use. A clinical review of the reported event determined that the device use did not contribute to the outcome of the patient. The patient's collapse was not witnessed and so the down time is unknown. The patient's initial rhythm was asystole and the patient remained in asystole until approximately 17 minutes into the case. Approximately 1-2 minutes later, the rhythm progressed from an organized ECG to ventricular tachycardia, which was shocked. Shock 2 was effective, the patient re-fibrillated and shock 3 was administered, which was effective. The patient re-fibrillated and shock 4 was administered; however, was not effective. CPR was given for >3 minutes after shock 4 and then the lead off failure occurred. Effective defibrillation was provided. The cause of the reported failure could not be determined.